Event description:
It was reported that this right ventricular (rv) lead exhibited pacing impedance measurements of 3000 ohms and abnormal shock impedance measurements. A revision was performed due to a suspected lead fracture; however, when the lead was disconnected from the device and tested with the pacing system analyzer (psa), normal impedance measurements were observed. The device and lead were therefore explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).